Manufacturer narrative:
Siemens filed the initial MDR 2247117-2019-00060 on 17-jun-2019. Additional information (28-jun-2019): siemens customer support engineer (cse) replaced multiple instrument parts including seals, valve distribution port, kit probe assembly, bottle assemblies for substrate, probe wash for water, tubing upchurch, manifold valve assemblies for sample and reagent probes and tygon tubing. The cse also performed decontamination on the instrument, but the issue was still occurring. Siemens completed the investigation and determined that there was no sample or reagent level sense issue during aspiration of sample and reagent. When the error is generated there are no test results available. The review of the errorlog.mdb does show that there were clot errors on (B)(6) 2019. The instrument also had multiple reagent carousel temperature high errors for approximately 6 hours on (B)(6) 2019. Based on the available information, the cause of the issue could not be determined. Siemens was notified on 26-jun-2019 that the instrument was replaced. No further assistance is needed. Section h6: results and conclusion codes are updated.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that they obtained discordant, falsely low free triiodothyronine (ft3) patient's results on an immulite 2000 xpi instrument. Customer stated quality controls were acceptable on date of event. The cause for the discordant, falsely low ft3i results is unknown. Siemens is investigating the issue.

Event description:
Discordant, falsely low free triiodothyronine (ft3) patient's results were obtained on an immulite 2000 xpi instrument. The initial results were reported to the physician(s) and questioned. The customer did not perform repeat testing. There are no reports of patient intervention or adverse health consequence due to the discordant ft3 patient results.